Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 79-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown gel implants and unknown side experienced breast implant rupture postoperatively; diagnosed via MRI. The patient has consulted with the healthcare professional.. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 15, 2026, mentor became aware that the surgery date is scheduled for (B)(6), 2026. D6b explantation date: (B)(6), 2026 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 7, 2026, mentor became aware explant surgery has been rescheduled to (B)(6) 2026. Day confirmation was not provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information/clarification received on january 6, and 7, 2026, the following information and corresponding fields have been updated on this form: is required intervention has been selected under section b; field b2, field d1 for brand name has been updated to "mentor memorygel breast implant," field d4 for catalog number has been updated to "3507325bc," field d4 for lot number has been updated to "214877s" field d4 for serial number has been updated to (B)(6) since side is not known - field d4 for unique identifier( UDI) has been updated to (B)(4). D4: UDI: as the serial number for the device involved in the event is not confirmed, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Date of implant under field d6a has been updated to july 1, 2002, fields d6b for explantation date is march, 2026; replacement surgery is scheduled, field h6 health effect impact code ¿device explantation¿ has been added, field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: rupture (unknown side). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).